Event description:
It was reported that during an open colon resection procedure, the scrub sister was assembling the device and the firing knob popped off before the device was past to the surgeon. She had put the two halves of the device together and was in process of putting the firing knob to its firing position when it popped off the device. The surgeon did a hand anastomosis of the colon. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.